Event description:
On (B)(6)/2009, the patient reported she has been changing her insulin infusion device battery every day in order to get the piston rod to retract during the change cartridge procedure. She stated, she is using an alkaline battery that is not expired and has properly changed the battery cover. To troubleshoot, the patient was instructed to insert a new battery but the piston rod would not retract. She removed and reinserted the battery and was able to retract the piston rod. During the report, she mentioned there was a battery icon on the display of her device. She stated her device has not been dropped or exposed to liquid. The patient was assisted with switching to her backup device. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.